Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for an elective device changeout, the lead was capped and replaced due to elevated capture threshold. The patient condition was stable after the procedure.